Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were getting a low flow rate and the arctic sun device was alarming, but they cannot clear it. Flow rate (fr) was 1.1lpm, inlet pressure (ip) was -6.7psi, 32%. Checked event log. Alarms 11, 15 and 50 present (patient temperature 1 below low patient alarm, unable to obtain a stable patient temperature and patient temperature 1 erratic). Had nurse cycle the power. Beeping resolved. Explained the device will remain reading "low flow" but they should not get an audible alarm. If alarms 11, 15 and 50 continue replace rectal probe and/or temperature in cable.

Event description:
It was reported that they were getting a low flow rate and the arctic sun device was alarming, but they cannot clear it. Flow rate (fr) was 1.1lpm, inlet pressure (ip) was -6.7psi, 32%. Checked event log. Alarms 11, 15 and 50 present (patient temperature 1 below low patient alarm, unable to obtain a stable patient temperature and patient temperature 1 erratic). Had nurse cycle the power. Beeping resolved. Explained the device will remain reading "low flow" but they should not get an audible alarm. If alarms 11, 15 and 50 continue replace rectal probe and/or temperature in cable. Per follow up information received via mail on 30mar2026, they checked with the educators, and they didn¿t know who called the 24-hr hotline. They checked the machine, and they can confirm that there was a patient record on the 16th of march 19:00. The serial number was (B)(6).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction- d. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.